Manufacturer narrative:
The field service engineer (fse) performed precision testing with qc material and the results were within specification. Calibration and qc were acceptable. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc results were high outside of 2 standard deviations on the date of the event. After the customer recalibrated, qc was acceptable. The issue was resolved at the customer site.

Event description:
The initial reporter questioned high results for "over 100" patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The customer re-calibrated the instrument and repeated patient samples and obtained "normal" results. Discrepant results were provided for 2 patient samples. "Patient 2" initial result was 12.2 mg/dl. The repeat result was 9.8 mg/dl. "Patient 4" initial result was 12.4 mg/dl. The repeat result was 10.2 mg/dl. No questionable results were reported outside of the laboratory. The c501 module serial number was (B)(6).